Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020, was analyzed. The pacing impedance trend curve was continuously greater than 3000 ohms. The analysis of the provided iegm freezes showed the reported loss of sensing and loss of capture on the left ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2020 at follow-up, electrical parameter tests highlighted absence of sensing and loss of capture on the left ventricular channel. Impedance values above the normal range have been reported too. On (B)(6) 2020 the doctor decided to extract the left ventricular lead and implant a new left ventricular catheter. The lead was discarded.